Event description:
It was reported that the patient presented remotely via (B)(6). Review of the transmission, revealed that the implantable cardioverter-defibrillator (ICD) was exhibiting myopotential oversensing. No interventions were taken. The patient was in stable condition.